Manufacturer narrative:
The tm glenoid was manufactured, inspected and packaged within established process specifications and was found to be compatible with the humeral head that was implanted. Patient received a bigliani flatow trabecular metal total shoulder on (B)(6) 2011. Patient was doing well (approx. 3 years, 5 months) until sometime in (B)(6) 2015 when patient experienced pain after heavy shoveling*. The imaging results from the progress notes dated (B)(6) 2015 noted that ¿there is a bigliani flatow trabecular metal total shoulder arthroplasty in place. The humeral component is well-seated. The glenohumeral joint is dislocated anteriorly with an apparent fracture of the anterior aspect of the glenoid component. This is new compared to x-rays of (B)(6) 2015¿. The patient was revised to a reverse shoulder arthroplasty (fh orthopedics) on (B)(6) 2015. Patient is female, (B)(6). At the time of the revision surgery. The patient¿s height and weight which equate to a (B)(6) and therefore a classification of obese (bmi>30)1, may have been contributing factors to the tm glenoid fracture. However, the explanted device was not returned (patient¿s attorney retained it) nor were x-rays provided so a device fracture was not confirmed by this investigation. The package insert (pi-025), which is shipped with each implant, specifically notes that heavy patients and physically active patients can result in loosening, wear and/or fracture of the implant. It is also noted in pi-025 that the patient must be instructed about all post-operative restrictions, particularly those related to occupational and sports activities. This investigation is considered closed at this time. Should additional information become available, this investigation may be re-opened.

Event description:
Patient had revision surgery alleging pain, fracture of the glenoid component, and dislocation of the humeral head.

Manufacturer narrative:
Investigation in process. Device not yet returned.

Event description:
Patient had a right bigliani flatow tm shoulder implanted on (B)(6) 2011 by dr. (B)(6). Patient allegations are pain, fracture of the glenoid component, and dislocation of the humeral head. Revision was (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital. Patient alleges she continued to experience pain in her shoulder and arm following revision surgery and was diagnosed with a frozen shoulder.